Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, during preparation, the handle displayed a handle error with a red cross icon. A manual device was used to proceed with the case. There was no patient involvement.